Event description:
The reporter stated that a device that had passed its expiration date was placed on a patient during a wound debridement procedure. The expiration date was not checked prior to use.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.